Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera) and oral contraceptive nos. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder urinary tract/vaginal) type: frequent utis"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain"). The patient was treated with antibiotics and surgery (bilateral salpingectomy with partial hysterectomy- uterus and fallopian tubes removed.). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage and abdominal pain lower outcome was unknown and the urinary tract infection had resolved. The reporter considered abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-jul-2019: pfs and mr received : aka name added, reporter added, patient demographic added, essure insertion date updated, product indication updated. Events added- abnormal bleeding (vaginal, menorrhagia), frequent utis, lower abdominal pain. Events onset date, events severity, concomitant drug, and lab data added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and embedded device ('the uterus wall is sectioned to reveal tan-grey myometrium with two metal devices') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera) and oral contraceptive nos. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladderurinary tract/vaginal) type: frequent utis"). In (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("the uterus wall is sectioned to reveal tan-grey myometrium with two metal devices") and abdominal pain lower ("lower abdominal pain"). The patient was treated with antibiotics and surgery (bilateral salpingectomy with partial hysterectomy- uterus and fallopian tubes removed.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, embedded device, device expulsion, genital haemorrhage, menorrhagia, vaginal haemorrhage and abdominal pain lower outcome was unknown and the urinary tract infection had resolved. The reporter considered abdominal pain lower, device expulsion, embedded device, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-mar-2020: event per mr: the uterus wall is sectioned to reveal tan-grey myometrium with two metal devices was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and embedded device ('the uterus wall is sectioned to reveal tan-grey myometrium with two metal devices') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera) and oral contraceptive nos. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladderurinary tract/vaginal) type: frequent utis"). In (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("the uterus wall is sectioned to reveal tan-grey myometrium with two metal devices") and abdominal pain lower ("lower abdominal pain"). The patient was treated with antibiotics and surgery (bilateral salpingectomy with partial hysterectomy- uterus and fallopian tubes removed.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, embedded device, device expulsion, genital haemorrhage, menorrhagia, vaginal haemorrhage and abdominal pain lower outcome was unknown and the urinary tract infection had resolved. The reporter considered abdominal pain lower, device expulsion, embedded device, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.